Event description:
It was reported that after the spring wire guide (swg) was inserted, the clinician tried but was unable to insert the catheter over it. As a result, the catheter was exchanged. There were no reported patient complications.

Manufacturer narrative:
(B)(4) follow-up report will be filed if additional information becomes available.